Event description:
A gastroenterologist reported that a patient was referred to him by a gynecologist who used gynecare intergel during a laparoscopic adhesion lysis procedure. It was reported the patient had an adhesion removed from the sigmoid colon. The patient developed colitis about one week post operatively. The patient was hospitalized and on bowel rest; patient was given intravenous fluids, intravenous antibiotics and then oral antibiotics for 10 days and colitis resolved without further intervention. The reporting physician did not suspect that intergel was responsible for the colitis.